Event description:
Surgeon was using cautery pen within abdominal cavity and reported "cautery is on fire." Smoke was visible. Surgeon and another staff member reported seeing an orange flame on the cautery pen tip. Cautery device was taken out of use.